Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was 150 mg/dl. Customer also reported power loss alarm. Troubleshoot was performed for power error detected. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. Pump error 25 noted due to connector resistance issue with electrical board. No unexpected battery power loss noted during testing.